Event description:
It was reported that during a procedure, the physician observed that the console screen showed hertz (hz) increasing but the irradiation remained at 5hz. There was no courtesy messages displayed. The procedure was completed without replacing the console. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.